Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: c-section. Product code: original packaging was not kept, staff believe it was from (B)(4). Lot number: original packaging was not kept, staff believe it was from lot ma6600. How was case completed? Staff pulled another suture from the same box of sutures to complete the case. FDA mwr number: I have not received the mwr from the FDA at this time, it come by mail. It is reported that the device is available for evaluation: yes.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. During the procedure, the suture broke into two pieces while the surgeon was using it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information was provided.